Event description:
It was reported that the implantable neurostimulator (ins) had been in overdischarge for over a year. The healthcare professional (hcp) reported that the cause of the overdischarge was "device malfunction." There was no troubleshooting, intervention or other action taken by the hcp to resolve the event. The patient noted the system "had not been working for a while." The patient first noticed the inability to charge or connect over a year ago. The patient reported it took "forever" for (B)(6) to assist the patient to get a hold of a manufacturer's representative. On the date of report, the patient saw the manufacturer's representative who tried to jump start the battery. According to the patient, the manufacturer's representative stated it took 60 minutes to go through the cycle and showed the patient how to perform a jump start. The manufacturer's representative told the patient to give a call to let her know if it worked. The patient tried three times, and it did not work. The patient notified the manufacturer's representative and the patient was told to order a new recharger antenna. The symptoms included no charging or stimulation. The hcp reported that the patient had not recovered and the issue or symptom was ongoing. Later, the manufacturer's representative called and stated that she had the patient do the "or" recovery after he received a new antenna, and the patient had now gotten the power on reset (por) message. The manufacturer's representative wanted to know if the patient could clear the por message with the patient programmer. Later, the manufacturer's representative reported that the patient performed a physician mode recharge (pmr) and recharged the ins. The manufacturer's representative cleared the power on reset (por) with the clinician programmer. The patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial # (B)(4), product type: recharger. Product ID: 37791, product type: recharger. (B)(4).